Event description:
It was reported, there were problems feeding liquid through the colonovideoscope instrument channel, there was an obstruction in the instrument channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material (white cleaning brush) obstruction in biopsy channel could not be determined since whether there was deviation from IFU on reprocessing steps for the biopsy channel is unknown, and although olympus confirmed scratches at the biopsy channel, could not confirm further physical damage. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.